Event description:
On (B)(6) 2012, the patient contacted animas and stated that the keypad buttons became harder to press and required multiple button presses to respond. The patient denied damage to the pump and denied that the pump was exposed to water. The patient reportedly wore the pump underneath clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.